Event description:
A healthcare professional reported that before cataract surgery, an ophthalmic cannula got blocked. The surgery was completed by using another device. There was no patient contact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of blocked cannula; therefore, the condition of the product could not be verified. A review of the device history records traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos attached to the parent file were reviewed by the manufacturing site. Photo one show a cannula with reported custom pack lot number. Photo two show a packing list of reported custom pack lot. Reported issue cannot be confirmed from photos. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. An acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).